Manufacturer narrative:
(B)(4).

Event description:
Covidien received information that the pt was removed and placed on another ventilator. The customer reported that the 840 ventilator alarmed after a power failure at the hospital. The pt was not injured as a result of the event. Covidien inspected the device and could not duplicate the alleged malfunction. The ventilator passed all testing.